Event description:
It was reported that during a follow up, x-ray showed lead dislodgement. No further information is available.

Event description:
Clarification of event - the reported lead dislodgement was on the atrial lead not the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR as the report of dislodgement was on the atrial lead, not the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.